Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system/memory pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device's shock button was inoperative.

Manufacturer narrative:
Physio-control further examined the removed system/memory pcb assembly and determined that the cause of the reported issue was that a filter, designator fl122, was missing from the system pcb portion of the assembly. This prevented the shock button from working when pressed.the memory pcb was an ancillary part and there was no failure of the pcb.